Event description:
The nurse reported a system message displayed during surgery. Additional information received from the company service representative stated a posterior capsule tear occurred with an anterior vitrectomy performed. The nurse rebooted the system to clear the system message. The nurse was contacted and she confirmed the posterior capsule tear occurred. Multiple attempts were made for more information and patient's status with no response to date.

Manufacturer narrative:
The company service representative examined the system and they found the solenoid spacer was stuck. The fluidics module was replaced and sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. This was mailed to FDA on: 09/30/2009.